Manufacturer narrative:
(B)(4): the keypad was found to be fully intact with no damage observed. The contrast, okay, and down arrow keys respond when buttons are pressed. The up arrow key responds intermittently. Evidence of keypad contamination was observed under the contrast and up arrow key contact; the up arrow key contact was found to be misaligned. Evaluation revealed the display screen was dim and pink that had not been reported by the user.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There was no patient impact associated with this complaint. It was reported that the up arrow button was unresponsive. No additional information could be obtained. This complaint is being reported because the issue remained unresolved.